Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: d1, d4 (version/model, catalog and UDI numbers), g1. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that there was one similar complaint reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit as per complaint for gas leaking near helium cylinder. The fse inspected the machine and fixed by changing for a new cylinder and replacing it's washer. The fse then checked the pressure reading and no leakage was found. In addition, the fse tested machine with trainer and balloon and it was working ok. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) is having a helium leakage near the gas cylinder. There was no patient involvement, and no adverse event reported.